Event description:
"During procedure 2cm of the tip broke off the catheter while it was in the artery requiring distal exploration and reanastomasis along with retrieval of the embolizing tip."

Manufacturer narrative:
Inspection of the returned catheter confirmed significant catheter damage. The balloon, proximal and distal windings and the distal tip of catheter were not intact to the catheter shaft nor returned. Significant force must be applied to cause this type of damaged. No catheters from lot 1046061 remain in finished goods. It is unknown under what conditions and what type of equipments were used along with this catheter. Therefore, the root cause cannot be determined. This document represents our initial and final report.